Event description:
It was reported by service report that the scale is inaccurate and the bed exit function is intermittent. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Bed recalibrated.